Event description:
A hospital in (B)(6) reported that water leaked at the connection of the dome and base plate of an mr210 adult humidification chamber after six days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr210 humidification chamber was received at fisher & paykel healthcare (B)(4) and was visually inspected. Results: the visual inspection revealed that the chamber dome had pulled completely away from the base. A lot check revealed no other complaints for lot number 120111. Conclusion: the damage to the chamber occurred six days after use. This indicates that the damage was likely use related, possibly as a result of excessive back pressure occurring during use. Every mr210 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The user instructions supplied with the mr210 state the maximum operating pressure of 20 kpa and warn the users: "in the event of the chamber leaking, switch the humidifier off and replace the chamber."